Event description:
The customer reported that the system shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. All the workstation circuit boards were reseated. The system was then found to be operating as intended.